Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and there was intermittency between the pin and cap on the is-1 connector. It was noted that the distal conductor was distorted, the proximal conductor showed wear, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification and no longer meets the exemption criteria. The lead had been reported to have high impedance and a suspected fracture. No patient complications have been reported as a result of this event. The patient is part of (B)(4) study.